Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.